Event description:
Boston scientific received information that the patient was flown to the hospital after having a syncopal episode. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition with greater than two seconds of asystole. Loss of capture in both unipolar and bipolar configurations along with low out of range pacing impedance measurements were also observed. Subsequently the lead was surgically abandoned. It was noted that the lead was not dislodged and there were no visable signs of a lead fracture, thus the cause of the syncope and subsequent measurement issues remains unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.